Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 23 mg/dl. Customer treated with glucose tablets. Customer experiencing low blood glucose for two to three weeks. The blood glucose at the time of the event was 23 mg/dl. Customer stated that she over treated the carbohydrate intake while on manual injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.